Manufacturer narrative:
H3, h4: the device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could not be established. Visual inspection of the returned device showed a cracked rear and front casing. Functional inspection was performed and showed the device functioned as intended. No blockage was observed. Probable root cause maybe an intermittent component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated other failures reported. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that a tube of the renasys pump has a blockage. No patient was involved.